Event description:
It was reported that the camera head had error on column motor during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to disconnection in cable unit, no image was displayed; error 226 was displayed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction found during device evaluation is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.